Manufacturer narrative:
Additional information in section h4 - device mfg date and section d10 - concomitant product the field service representative (fsr) washed the cuvettes and replaced both the vlv assy, bulk soln which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for c461846 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the vlv assy, bulk soln did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial c461846 or the vlv assy, bulk soln, were identified.

Event description:
The customer observed a falsely decreased carbon dioxide (co2) results generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 20-29 meq/l): 17jul2024 co2 initial result = 12 meq/l, repeat result = 22 meq/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased carbon dioxide (co2) results generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 20-29 meq/l): (B)(6) 2024 co2 initial result = 12 meq/l, repeat result = 22 meq/l no impact to patient management was reported.